Event description:
Customer reportedly obtained a result of 4.9 inr on the coaguchek xs system and 3.7 inr on a comparison lab. No action taken on device result. Coumadin was held 1 day, reduced to 1/2 dose the following day, then returned to normal dose the third day based on lab result. No adverse event reported. Requested return of suspect system and replacement was sent.